Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The no delivery alarm functioning properly. The insulin pump was programmed with low reservoir and empty reservoir alarms and all alarmed or vibrate properly. No moisture damage was found inside the insulin pump and reservoir compartment noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had absence of no delivery alarm. Customer's blood glucose at time of incident was 8.5mmol/l. Customer stated they are not able to perform set change and repeat high pressures test independently. Customer just changed set. Customer was advised that pump would be replaced.